Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the loss of watertightness at the cable unit resulting in loss of water tightness and the cable being found torn approximately 75 cm behind the plug was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited loss of watertightness at the cable unit, resulting in loss of water tightness, and the cable was found torn approximately 75 cm behind the plug. There was no patient involvement.